Manufacturer narrative:
The medtronic representative noted the patient was positioned significantly different from how the patient was scanned. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate. The patient was successfully registered using fiducials and pointmerge registration. The accuracy was verified at the fiducials but was not verified at the sinuses. The case continued with other imaging techniques. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.